Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that they don't know the cause of the issue and they sent back the external devices back to us so that we can find the cause.

Event description:
It was reported that information was received from a patient regarding an external device. The patient said they can't get the handset and communicator to connect. The issue started two days ago. They went to the doctor and they charged them up and showed them how to charge without knowing anything about it. Sometimes they could make good connections but then it started making them nervous that they couldn't find the screen where it shows the battery. The first time they tried to get it on was two days ago. The following troubleshooting steps were performed: reset the communicator, toggled bluetooth off and on, powered off and on the handset and communicator, confirmed location was on. Patient kept getting message communicator not found. Patient had the communicator plugged in overnight and didn't take a charge. Light was flashing yellow and then would turn off. The issue was not resolved through troubleshooting. A message was sent to the repair department to replace "the device". Patient was able to connect handset and recharger and had my battery 70% charge, excellent connection, and my therapy on. No patient impact or symptoms. Additional information received that patient called back stating they received the communicator replacement and had also mentioned getting a previous handset replacement. Agent tried helping patient to pair the new communicator. Patient states the handset was showing set up links. Agent tried going through the steps but patient kept stating the screen would show place communicator over implant to set up links but then kept going round and round , going back to the first screen with the dbs therapy app. Agent tried several times, confirming communicator was on, over implantable neurostimulator (ins) but could not resolve the issue. The communicator serial number paired to this handset was the previous one listed in notes. After attempting several times agent was going to have patient remove communicator and link ins but patient was having difficulty doing this. Agent offered to help more if the patient was able to get assistance from a friend but patient states it may be better for them to get in person training and will contact the doctor. Patient mentioned they are able to charge their implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.